Event description:
During the pt's first month follow-up, the pt was experiencing right flattended nasolabial fold, asymmetry smiling, extinction and inattention deficit. The pt's outcome has been listed as unchanged.